Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the catheter was kinked 112 cm from the distal tip. No damages were found on the balloon. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, it did not hold pressure due to a pinhole in the proximal section of the body of the balloon. The reported event was confirmed. The pinhole failure is likely due to factors encountered during the procedure, such as the interaction with the scope or any other surface during the procedure that could have created friction, resulting the balloon pinhole. Additionally, the catheter kinked failure is likely due to some factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties, resulting the kink found in the catheter. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2021. During the procedure, it was noticed that there were holes in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2021. During the procedure, it was noticed that there were holes in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.